Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: crease fold, white particles in fill channel and opening on anterior. Leak test and microscopic analysis was performed which identified: crack opening on valve, and sharp opening on valve bond edge. Based on the device analysis the final assessment is a sharp opening on valve bond edge due to an unidentified (tear) opening and a cracked valve seat diaphragm valve.

Event description:
The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 22/jul/2017. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side "possible deflation." Healthcare professional reported a "sebaceous cyst" in the medial aspect of the left breast, not device related. Device remains implanted.